Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical product - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold and was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver ((B)(4)lot number 5179428), being used with the complaint transmitter, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of a permanent out of range signal. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.